Event description:
It was reported that the patient underwent an ipg replacement procedure due to excessive charging. The patient was doing well post-operatively, and the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.